Event description:
Reporter indicated that patient's device was successfully interrogated at office visit in 2001. During next office visit 2 months later, the patient's device could not be interrogated. The site believed that the genrator could not be interrogated because it had reached end of service due to the length of time that it had been implanted. Additionally, the reporter indicated that the site always performs a lead test at each office visit, so they knew that the patient did not have high lead impedance at their last visit in 2001. It was reported that during surgery to replace the generator, the surgeon noticed that the lead was broken. The surgeon did not have time to replace the lead as well, so both the lead and genrator were explanted and the patient was closed without being reimplanted. It was reported that the surgeon may hve cut the lead while initially explanting the generator and that this cut is what he was referring to when he noticed that the lead was broken. Return/analysis of explanted devices is pending.